Event description:
The insert would not fit the baseplate. The hosp had another item of the same cat. No. On stock and implanted that without any problems. There was no adverse consequence for the pt or dealy in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: te evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.